Manufacturer narrative:
Qn#(B)(4). The reported complaint for blood in the helium pathway is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that the "balloon ruptured and blood was noted in the line when the patient had been transferred to the ICU". As a result, the iab was removed and not replaced. No patient harm or injury. The patient status is reported as "fine'".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the "balloon ruptured and blood was noted in the line when the patient had been transferred to the ICU". As a result, the iab was removed and not replaced. No patient harm or injury. The patient status is reported as "fine'".